Event description:
Rep reported via a phone conversation that a patient received an implanted standard inline valve with anti siphon device in 2005 (no lot number is available). Patient became symptomatic, which resulted in a revision on (B)(6) 2014 to replace the device with a ns-5052. One day after the implant, the patient became symptomatic. The CT scan showed no flow of csf. The x-ray did not show evidence of any kinks or disconnections. As a result the device was revised on (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation the position of the cam when valve was received was 140mmh2o. The valve was visually inspected, 2 no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The valve was then pressure tested. The valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris found on the spring, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code ns5052 with lot 10491286 conformed to the specifications when released to stock on the (B)(6) 2013. The root cause of the problem reported by the customer is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.